Manufacturer narrative:
Concomitant medical product: 6996sq58 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rv pace/sense lead exhibited low pacing impedance. The rv pace/sense lead was capped and replaced. The new rv lead tested normally with the analyzer; however, when it was attached the implantable cardioverter defibrillator (ICD) low pacing impedance registered. Troubleshooting was performed; however, inappropriate therapy was delivered during an attempt to deliver a t-shock as a shock was not delivered despite the ICD indicating the charge was delivered. The new rv lead tested again through the analyzer and was normal. It was concluded that a header port issue with the ICD caused the issues. The ICD was explanted/ replaced and all numbers were in normal range. No further patient complications have been reported as a result of this event.